Event description:
A high readings issue with the Abbott Diabetes Care (ADC) device was reported. The customer received unspecified higher sensor scan result in comparison to unspecified reading from competitor brand meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dL per minute). The customer did not experience any symptoms but self-injected insulin. However, the customer noticed that the sensor readings hadn't changed and then ate food. No further treatment was necessary and no third-party treatment was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The exact Date of event is unknown. The date entered in section B3 is based on the customer's report of "4 weeks ago".All pertinent information available to Abbott Diabetes Care has been submitted.